Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old white female patient underwent unspecified breast surgery with unknown size unknown saline implants and experienced unknown side breast implant deflation. The patient underwent bilateral replacement surgery on (B)(6) 2022.

Manufacturer narrative:
On june 15, 2022, on (B)(6) 2019, mentor became aware that the complaint devices are not mentor products. Corresponding fields have been updated on this form. Manufacturer¿s reference number: (B)(4).